Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, during cuff checking the air could be injected but could not be pulled out. The customer reported that the cuff won't deflate. It was also reported that new tube was opened and worked fine. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components are assembled properly at the tube according to drawing. An inflation/deflation test was performed, the syringe was connected to the valve and it was observed the cuff could be inflated and deflated and no restriction was observed. The sample was left inflated 2 hours according to process instruction, and after this time no deflation was observed. If information is provided in the future, a supplemental report will be issued.